Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Not implanted or explanted, partial device remained in patient. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that guide wire broke off on (B)(6) 2016 during the open reduction internal fixation procedure of talus. During surgery when surgeon was over drilling with cannulated drill bit, the guide wire broke off and the piece of the wire remained in the talus bone of the patient. Surgeon was unable to retrieve the piece. Spare guide wire was readily available to complete the procedure. The surgery was successfully completed with no patient harm, additional medical intervention, or surgical delay. Patient status/outcome reported as stable. This complaint involves 1 device. Concomitant device reported as: unknown drill bit (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).